Event description:
The account alleged the foot end and brake caster would not hold.

Manufacturer narrative:
The account found the screw and nut on the hexrod was missing causing the foot end brakes not to hold. The account replaced the brake hexrod screw and nut to resolve the issue.